Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient ultimately received a transplant on (B)(6) 2021. Heartmate ii lvas, serial number (B)(6) was returned and evaluated under MFR #2916596-2020-06296. The heartmate ii lvas instructions for use (IFU) lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. This document provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jan2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ventricular tachycardia (vt) with a st. Jude implantable cardioverter-defibrillator (ICD) in place. The generator was changed on (B)(6) 2019, complicated by a hematoma. The patient had close to 30 episodes of non-sustained ventricular tachycardia (nsvt) in 2020. The patient declined the addition of amiodarone that was proposed in (B)(6) 2020.